Manufacturer narrative:
(B)(4). Date sent: 2/1/2021. D4: batch # t5f12h. H6: component code: mechanical(g04). Investigation summary: the analysis found that one plee45a device was returned with a non j&j trocar inserted in the device, with the anvil bent upwards and with one gst45w reload loaded in the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged and with the knife nicked . No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a creation of an ileal conduit, the device got stuck on the dorsal vein and wouldn't open. The manual override did not work. The surgeon used scissors and cautery to removed the device. Upon inspection it appeared that the anvil and cartridge channel within the jaws looked 'bent'. A new device was used to complete the case with no patient consequences.